Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation procedure. Reportedly, with 2 prostyle devices, the sutures broke during plunger removal. Hemostasis was achieved via surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.